Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported nothing is wrong with the lcs. The scrub put lubefax from tip to tip. The tissue slipped out of jaws as he hit pedal. Opened up because of bleeder. The case was finished with ties. There was no consequence to the pt. 08/14/1998 the "cin" attempted to call the contact person and she was unavailable to take the call. The "cin" spoke an "rnfa" and she stated she did not believe the lcs device malfunction. She stated the lcs was being inserted into a 10/11mm trocar and there was some resistance encountered when inserting the lcs through the trocar gasket. The "rnfa" said normally only saline is used to lubricate the device and the trocar seal to make the insertion of devices through the trocar go more smoothly. In this instance, the circulator gave lubrifax (ky jelly) to the scrub person and in turn the scrub person coated the lcs from the tip of the device (jaws) all the way up the shaft. Up until this point the "rnfa" stated the lcs device worked properly. After coating the device with lubrifax and inserting the device through the trocar, the surgeon atempted to grasp the appendix. The lcs started to coagulate when the device slipped off of the tissue. The surgeon encountered a bleeder and was unable to reach the bleeder as it was up under tissue. At this point the pt was converted to open and the surgeon used ties on the bleeders. The "rnfa" did not think lubrifax should have been used on the lcs.